Manufacturer narrative:
Concomitant medical products: product ID 977a160, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID 97754, serial# (B)(4), product type: recharger. Product ID 977a160, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID 97740, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The consumer reported that no one called him to see how happy he was after an adjustment and after two, 30 second adjustments. The patient now had to make a regular appointment and the patient noted his implantable neurostimulator (ins) gets charged. The "thing" was a disappointment for the patient. The patient tried to convince himself that it worked, and he was "fooling" himself. The patient can't take pain pills, so he was really counting on this. Now, he has to find another doctor and start over. The patient was once very healthy until doctors got their hands on him. The patient's 3 greatest "helps" included: a cane, a walker, and a handicap sticker. The patient noted he just needs help and is crippled. Information clarifying the lack of therapeutic effect, diagnostics and results, and resolution was requested. The patient's relevant medical history included non-malignant pain. A follow-up report will be sent should additional information be received.